Event description:
A customer medwatch report was received reporting that during a continuous heparin infusion, the infusion tubing set had a leak just below the top blue connector. There was no patient harm reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.